Event description:
The customer reported via phone call that the replacement pump made a loud sound and the battery cap will not screw down. Customer stated that she was not using the pump. Customer's blood glucose was 260 mg/dl. Customer stated that she took an injection for the high blood glucose. Customer also had an unexpected restart alarm. Customer had no issue with inserting a battery. Customer was not ready to set up the pump right now. Customer was advised to remove the battery until she is ready to use it and program it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.